Manufacturer narrative:
Model number/ catalog number: sc-8216-70, serial number: (B)(4), batch/ lot number: 14336393, model/ catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and lead fracture was suspected. X-ray was taken and it was hard to make out what have been seen. The leads were twisted and contacts were missing.

Manufacturer narrative:
Additional information was received that no further action will be taken at this time.

Event description:
A report was received that the patient was experiencing inadequate stimulation and lead fracture was suspected. X-ray was taken and it was hard to make out what have been seen. The leads were twisted and contacts were missing.